Event description:
It was reported that the patient experienced hyperglycemia after eating without announcing the meal, consistent with a missed meal announcement, and was advised on use of the device¿s correction algorithm and general troubleshooting and education. Symptoms included elevated blood glucose, with a reported peak of 306 mg/dl and no associated clinical symptoms. Outcomes included no medical intervention, no back-up therapy, no ketone testing, and no hospitalization. Investigation included customer interview and case review. Investigation of this case revealed use-related error due to a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction associated with therapy use and not a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.